Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the doctor replaced old 8709 with new 8780. The doctor notified the company rep that the old 8709 spinal segment was cut during a non-related spine surgery, with another surgeon and the patient wanted her pump working again. They did not have any details regarding the prior surgery, resulting in cutting of 8709 catheter, those details would not be made available as the managing hcp only knew what the company rep had just reported. The new 8780 was placed and patient very happy. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6)2005 explanted: (B)(6)2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 28-apr-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.